Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte autog bc wing pnk 20ga x1.16in leaked and the needle pierced through the lid. This occurred on 6 occasions. The following information was provided by the initial reporter: it was reported by the health care professional that on five occasions that the catheters had bubbling and leakage at the placement site due to a puncture. Also the cap was too small for the catheter needle, causing the needle to pierce through the top of the lid and the catheter to be punctured. Assessment: the catheter punctures created a malfunction, subsequent removal, and a second IV placement, causing delay in care and treatment, as well as possible additional discomfort and/or pain for the patient. The first four catheters that had been found as malfunctioning did not have the accompanying packages, so lot and ref numbers were not available. The fifth catheter that was found to malfunction was inspected after being removed and it was realized that the cap was too small for the catheter needle, causing the needle to pierce through the top of the lid and the catheter to be punctured. Since the package had been placed on a bedside table when opened, a second package happened to also be on the table, so the exact package the damaged IV catheter was related is unknown but can be connected to two possible lot and ref numbers that were saved.

Event description:
It was reported that insyte autog bc wing pnk 20ga x1.16in leaked and the needle pierced through the lid. This occurred on 6 occasions. The following information was provided by the initial reporter: it was reported by the health care professional that on five occasions that the catheters had bubbling and leakage at the placement site due to a puncture. Also the cap was too small for the catheter needle, causing the needle to pierce through the top of the lid and the catheter to be punctured. Assessment: the catheter punctures created a malfunction, subsequent removal, and a second IV placement, causing delay in care and treatment, as well as possible additional discomfort and/or pain for the patient. The first four catheters that had been found as malfunctioning did not have the accompanying packages, so lot and ref numbers were not available. The fifth catheter that was found to malfunction was inspected after being removed and it was realized that the cap was too small for the catheter needle, causing the needle to pierce through the top of the lid and the catheter to be punctured. Since the package had been placed on a bedside table when opened, a second package happened to also be on the table, so the exact package the damaged IV catheter was related is unknown but can be connected to two possible lot and ref numbers that were saved.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/17/2021. H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 226 unopened and 1 opened unit from lot 0351254, 1 unopened and 1 opened un-retracted unit from lot 9170992, and four photos. At the time of the report, the lot numbers of the affected units were unknown. Samples were received within opened packaging from both reported lot numbers; therefore, they will be referred to by the packaging they were returned in but all units were inspected for the reported defects. Upon initial inspection of the received units and photos, it was identified that the opened unit from lot 0351254 packaging had both the short cover and spear through. The opened unit from lot 9170992 packaging had a bent needle. The reported defects were confirmed. The opened unit from lot 9170992 was found to be bent at the notch. No other units were found to have a bent needle. Bent needles can occur in the manufacturing or user environment. No additional evidence was observed to determine which scenario was more likely. The opened unit from lot 0351254 was inspected and found to have a short needle cover along with a spear through. The additional 226 unopened units from lot 0351254 were found to have the correct needle cover. The units were also inspected for spear through and bent needles during the cover inspection. No spear throughs or bent needles were observed. An incorrect needle cover may be the result of poor line clearance or mixed parts. It is possible that a poor line clearance occurred resulting in a shorter needle cover and the needle sticking out the tip of the cover. It is also possible for needle covers to get mixed up in user environment. It was also noted the needle had pierced the catheter of opened unit from lot 0351254. Based on the location of the spear through and since the device had been opened, it could not be determined with certainty whether the spear through originated during manufacturing or during handling/use of the device. Leak testing was performed on the unopened units, but no leakage was observed. No leak testing was performed on the unit with the confirmed defect of needle through catheter as leakage would have occurred because of the needle piercing through the catheter wall. Since the returned units with the confirmed defects of needle bent, incorrect needle cover, needle through catheter had been opened, bd was unable to determine definitive root causes. A device history record review showed no non-conformances associated with this issue during the production of these batches.